Event description:
It was reported that the unit allegedly burned the patient.

Manufacturer narrative:
It was reported that the unit allegedly burned the patient. Djo is awaiting the return of this device. Additional reporting on this event will be provided as a supplemental report to this document if and when the device is returned for evaluation.

Manufacturer narrative:
Device was returned and tested, device met all specifications and can be sent back to customer.